Manufacturer narrative:
Additional information: no components detached. There was a partial fracture of the cone nose, seen on fluoroscopy, and deformation of its entire shaft during the advancement of the system that was under tension, secondary to iliofemoral tortuosity and hostile aortic arch. The entire sheath system was removed. The protege rx was not partially deployed when removed from the packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the protege rx self-expanding stent for treatment of a severe calcification in the left common carotid artery, anatomical abnormalities were present. Resistance was encountered when advancing the device, and the device or a component detached, cracked, fractured, or was damaged during delivery through the vessel. A break or fracture of a device component occurred. The lesion was pre-dilated with 4.0 mm and 5.0 mm devices. The device was replaced with a 7x40mm rx protector stent. After opening, the stent was already plicated in its shaft in the stent position, but it was advanced, and its release was successful. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.